Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The operative assistant reported the following event : "during a procedure, the surgeon at the clinic tried to implant an abg ii femoral stem ref 4845-0204 - lot g3644401d. The implant blocked 1 cm above the rasp. The surgeon had to used another implant ref 4845-0204 - lot g3308729dr, which was successfully implanted. There was a delay of 45 minutes but no adverse consequences for the patient."

Manufacturer narrative:
An event regarding size/fit involving an abgii monolithic stem was reported. The event was not confirmed. Device evaluation and results: visual inspection of the returned stem was unremarkable, some damages consistent with explantation were noted. Dimensional inspection determined the device to be within specification. Visual inspection: the returned stem is unremarkable with the exception of gouging damages on the distal surface of the stem neck and trunnion. The damage is consistent with explantation of the stem using the abgii monolithic stem extractor which holds the device in the location of the observed damages. Device history review. Review of the device history review indicated the devices accepted into final stock with no reported discrepancies. Complaint history review: complaint history review found no other events have been reported for the manufacturing lot. Conclusions the event could not be confirmed nor the root cause determined due to the limited information received. Pre-op and intraoperative x-rays would be required to evaluate proper stem sizing and alignment. The returned stem was inspected and was confirmed to be within dimensional specification, no evidence of manufacturing defects was found during the investigation.

Event description:
The operative assistant reported the following event : "during a procedure, the surgeon at the clinic tried to implant an abg ii femoral stem ref 4845-0204 - lot g3644401d. The implant blocked 1 cm above the rasp. The surgeon had to used another implant ref (B)(4) - lot g3308729dr, which was successfully implanted. There was a delay of 45 minutes but no adverse consequences for the patient."